Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that the device is unable to charge. The asp evaluated the device on site. It was determined that this was a malfunction of the ac power module, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective ac power module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp replaced the ac power module to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mrx defibrillator indicating that the device is unable to charge. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that the device is unable to charge. Multiple attempts were made to request information regarding the resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Multiple attempts were made to request information without a response. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : multiple attempts to obtain additional information were unanswered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx is unable to charge. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.